Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right lateral and fundic region shows an embedded coiled silver device/the myometrium adjacent to the embedded iud') and pelvic pain ('pain/chronic pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in (B)(6)2009, right lower quadrant pain, abdominal pain, bipolar disorder, post-traumatic stress disorder, dysfunctional uterine bleeding, cholecystectomy and ovarian cyst. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6)2010. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (test not specified): intra-fallopian tube contraceptive device is seen bilaterally. Pregnancy test - on (B)(6)2010: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Concerning the injuries reported in this case, the following one was reported in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right lateral and fundic region shows an embedded coiled silver device/the myometrium adjacent to the embedded iud') and pelvic pain ('pain/chronic pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in (B)(6) 2009, right lower quadrant pain, abdominal pain, lower abdominal pain, bipolar disorder, post-traumatic stress disorder, dysfunctional uterine bleeding, cholecystectomy and ovarian cyst. Intra-fallopian tube contraceptive device is seen bilaterally. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Concerning the injuries reported in this case, the following one were added in patient¿s medical records: device embedded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.